Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation of the photos was conducted and the indicated failure mode of damaged (cracked) tubing was observed. Additionally, 10 retention samples from the bd inventory were visually inspected and no damaged tubing was found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 2 bd vacutainer® push button blood collection set the tube was discovered to be cracked. The following information was provided by the initial reporter, translated from japanese to english: the tubular of the handle has a break / crack. Before use.

Manufacturer narrative:
The following fields were updated due to additional information and device evaluation. D.10 device available for evaluation: yes. D.10 returned to manufacturer on: 06/30/2022. Investigation summary: bd received 7 samples and 2 photographs from the customer in support of this complaint. An evaluation of the returned samples and photos was conducted and the indicated failure mode of damaged tubing was observed. Additionally, 10 retention samples from the bd inventory were visually inspected, no damaged tubing was found. Bd was able to confirm the customer¿s indicated failure mode with the returned samples and photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that prior to use with 2 bd vacutainer® push button blood collection set the tube was discovered to be cracked. The following information was provided by the initial reporter, translated from japanese to english: the tubular of the handle has a break / crack. Before use.